Manufacturer narrative:
The device history record for the reported lot number,m2276e102, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the respiratory therapist that, an endoscopic procedure was performed to retrieve a tooth fragment from the right middle lobe of the lung. The foreign body retrieval basket (fbrb) that's within the sheath was advanced through the endoscope to the right middle lobe of the lung with the black tip of the basket exposed at the end of the sheath as a guide. During advancement, the black tip touched the side of the lung wall and broke off from the basket, lodging in the lung tissue. The tooth fragment was retrieved and the procedure was completed without further incident; however, the physician did not retrieve the black tip. It was determined there were no current or projected patient adverse effects because of the incident and no medical intervention was performed due to the incident. No additional information was provided.